Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter confirmed that there was no damage to the pump casing and no moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: a review of the black box indicated multiple unexplained reboots occurred on (B)(6) 2016 and 07/10/2016. The battery cap contacts were within required specifications and the battery cap was able to secure properly to the pump. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The pump successfully completed ez-prime steps and 24 hour testing with no reboots occurring. The pump casing was opened and no defects were found to the power circuit. The complaint of intermittent power could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).